Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned without the product packaging and label. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The balloon was returned within an 8fr introducer sheath. The distal portion of the balloon was extended past the distal end of the introducer sheath. The proximal portion of the balloon was returned completely within the sheath. The distal portion of the balloon was prolapsed over the distal end of the sheath, indicating retraction issues. The sheath was examined under microscopic magnification, and the distal end of the sheath was flared in appearance, indicating retraction issues. The sheath was unable to be removed distal from the device, so the catheter and balloon were advanced further through the sheath to expose the glue joint. A complete circumferential break was noted to the outer catheter at the glue joint. A kink was noted in the outer catheter. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted to the device. Functional/performance evaluation: no functional testing could be performed, due to the returned sample condition. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. A visual inspection found the balloon returned in an introducer sheath. The distal end of the balloon was prolapsed over the distal tip and sheath, and the distal end of the sheath was returned flared. Therefore, the investigation was confirmed for the reported retraction issue. Additionally, the investigation was confirmed for a break, as a complete circumferential break was noted in the outer catheter. However, the investigation was inconclusive for the reported rupture, as the device could not be inflated due to the break in the catheter. It is likely that retraction issues led to the catheter break; however, the definitive root cause for the reported events could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the rival pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during the first inflation in the left cephalic vein, the pta balloon allegedly ruptured (atm unknown). It was further reported that during retraction, the balloon catheter was allegedly difficult to remove through the sheath; therefore, the balloon catheter and sheath were removed together as a single unit. Reportedly, another balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation in the left cephalic vein, the pta balloon allegedly ruptured (atm unknown). It was further reported that during retraction, the balloon catheter was allegedly difficult to remove through the sheath; therefore, the balloon catheter and sheath were removed together as a single unit. Reportedly, another balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.